Event description:
Health professional reported that a lap-band port explant had occurred due to an alleged "port problem." The surgeon noted "missing lap band volumes for (>) 5 visits," which caused "repeat visits for fluid addition" to the band. It is unknown if any diagnostic testing was done at the time. The port was replaced. Follow-up findings: the patient had a lap-band "fill under fluoroscopy and some gastrographen was put into the port, strangely enough no leak was seen, but on the patients next clinic visit the band was nearly empty." The location was not determined but the doctor assumed the leak is from the port itself. Port replacement has not been scheduled. Follow-up findings: during a fill the surgeon "couldn't find leak", the patient "had 6cc's" in band. The patient was seen a few days later and "only 2cc's were found."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."